Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator had a dark screen. There was no patient involvement when the issue occurred. No patient or user harm reported. During a parts order, the technician reported that v60 ventilator had a dark screen. The following parts were ordered for replacement - user interface board, end cap bezel, lcd (liquid crystal display). Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the technician, and it was reported that the user interface (ui) board, and liquid crystal display (lcd) were replaced to resolve the issue. Although the issue was resolved, the technician was unable to confirm if the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.